Event description:
It was reported to philips that the system gave an alert indicating the power on self-test of the flat detector controller had failed which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.